Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed, and current flow was not detected across grip tips. There is no obvious damage to the conductor wire(s). The instrument will be transferred to fa engineers for further review. The instrument was found to have thermal damage on the monopolar yaw pulley at the tip. Material does not appear to have burnt off from the charring that occurred near the tip. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley do not show thermal damage. The instrument was found to have a frayed grip cable at the distal end. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that the permanent cautery hook instrument would not cauterize. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis team confirmed initial findings. The instrument was tested for continuity and failed. The instrument was disassembled and the conductor wire break was isolated to the distal end. Upon disassembly, the conductor wire was found to be broken inside the yaw pulley at the crimp. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.